Event description:
It was reported that the patient was referred for vns replacement due to the desire for a newer model of vns generator and the patient was complaining of feeling a shock when he lays on his left side. The clinic notes received indicated that the patient turned over while laying down and felt a shock all through the chest. It was stated that most of the time when the patient was laying down on his left side at night, it hurt. It was noted that the patient's care facility staff would not use the vns magnet anymore due to the physician stating it was dangerous. It was stated that the patient reported that his neck and chest hurt a couple times a day. The patient's neck hurts when flexed or extended and when the vns stimulates. It was later reported that the patient's replacement surgery was put on hold due to the patient having a brain mass that was unrelated to the vns. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes received that the patient was experiencing intermittent pain for approximately a week. The patient believed it happened only with certain position changes, such as when laying in bed at night and rolling onto his left side or sitting in a chair and reaching across his body to pick something up off of the floor. It presented as a pain in the patient's left chest and was described as a "shock burn" all through the chest, lasting between a few seconds up to a minute. No pain in the neck was reported. The patient recalled previously reported a similar event the previous year, which was previously reported in this mfg. Report. Follow up with the physician revealed that the pain was a continuation of the pain previously reported due to the cancerous mass. No further reports will be made regarding the pain due to the cancerous mass, which was not related to vns.

Event description:
Follow up with the physician's office revealed that there were no issues with the vns. Chest x-rays were performed to assess the reported pain and a mass was found in the patient's chest. It was stated that it was cancer and that the patient's vns would remain implanted as the cancer was more of a priority. The physician stated that she believed that the reported pain was a result of the mass and was not related to the vns.